Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was using compared mode and nine box layout. When the model was created, the name of the exam in each box was the same mr-4 despite the exams shown in the box were correct, mr 1 and mr flair. There was no patient present when this issue was identified.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the issue has not been resolved yet. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was using compared mode and nine box layout. When the model was created, the name of the exam in each box was the same mr-4 despite the exams shown in the box were correct, mr 1 and mr flair. There was no patient present when this issue was identified.